Event description:
It was reported that the customer was hospitalized for high bgs. They initially called regarding frequent "no delivery" alarms. Troubleshooting was conducted and it was discovered that the customer has been using the abdomen as the insertion site for the last three years. Explained the alarms were indicating the insulin was not being delivered, most likely due to scar tissue. Customer was sent a site chart and recommended rotating the insertion area.